Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl, pallor, and shakiness. Reportedly, the customer incorrectly counted the amount of carbohydrates consumed. The customer required assistance from parent to treat bg level via consumption of carbohydrates and glucose tablets. No additional information was provided.